Manufacturer narrative:
Title: comparison of two laparoscopic splenectomy plus pericardial devascularization techniques for management of portal hypertension and hypersplenism source: surg endosc (2015) article no. 29, (3819¿3826), (2 august 2014), date of publication: 18-march-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on laparoscopic splenectomy procedure, the patient had an uncontrollable intra abdominal bleeding that cause thrombosis and hemorrhage.